Event description:
It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on (B)(6) 2026, where insulin does not exit the tubing during therapy. Due to the event, patient experienced hyperglycemia and changed the infusion set. The blockage is located in the tubing.

Manufacturer narrative:
Patient city: (B)(6). Patient country: italy. Name: medtronic minimed address: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.